Event description:
This pt has complaints of pain in their right knee. Pt had their right knee replaced in 1995. Pt had pain with walking and their knee tries to buckle when pt first gets up out of a chair. This pt was admitted for a revision total right knee. All components were removed and replaced. During the procedure the surgeon discovered the tibial component and the femoral component were loose.